Event description:
Patient was infected.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number cc-00402983 1644408-2023-00352; 509-03-032, s808 - infection, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.